Manufacturer narrative:
F10) device code: appropriate term/code not available (3191) selected for perforation and tilt.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to pulmonary emboli (pe) and deep venous thrombosis (dvt). Patient is alleging tilt, vena cava perforation, organ perforation. The patient further alleges ¿a prong of the filter has perforated my duodenum. I live with the anxiety of having this filter that could fail at any time, but that it cannot be retrieved without a serious surgery. I live with the fear that my filter has tilted within my vena cava, and that it has perforated outside of it into another organ.¿ also, patient further alleges ¿ansity, depression and anxiety.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6)2017, ""positive for caval perforation. A total of four prongs have perforated the ivc series 3 image 48. Maximum distance prongs perforated 7 mm series 3 image 48. Coronal images 6 degree tilt left to right series 201 image 52. Sagittal images 2 degree tilt anterior to posterior series 200 image 57. A prong has perforated the duodenum best appreciated series 3 image 48.¿

Event description:
Further information provided alleges "pulmonary embolism after device placement."

Event description:
It is alleged the patient received a gunther celect filter on (B)(6) 2011. Patient alleges to have been injured without further explanation.